Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll package was difficult to open/tears. The following information was provided by the initial reporter: it was reported that attached is a complaint form for bd's 50 ml syringes. At least 30 syringes have been found to have this problem. The syringes are delivered in packages that are attached to each other and are separated by tearing. The packages were being torn apart when it was noticed that some of the syringes could not be separated by tearing, but instead the entire package tore open and the product was no longer sterile. There seems to be something wrong with the dotted line. A photo of the torn package is attached. Intended use, i.e., where the product was used when the problems arose: used in the manufacture of medicines; the problem was detected when the spray cans were being separated from each other upon receipt of the goods.